Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that approximately 6 months after the xience stent implantation in the proximal left anterior descending (lad) coronary artery, the patient was noted to have restenosis in the proximal edge of the stent. Percutaneous coronary intervention was performed with additional stent implantation. The event resolved without sequelae. No additional information was provided.